Event description:
Omnipod 5 insulin pump started leaking only on day 2 of wearing. It's supposed to last 3 days. As a result, my blood sugar rose to over 255mg/dl. This pump was placed on my arm, which is fatty tissue. It was not hit or knocked loose. I rotate my pump sites so it is not due to scar tissue. I was on one of the omnipods previous pumps (omnipod eros) and have not had leaking issues like I have with the new omnipod 5.